Manufacturer narrative:
This MDR is being filed in response to invacare's commitment to FDA (B)(4) to review all adverse event files processed in the last two years and to file mdrs as necessary, based on invacare's newly revised complaint handling procedure and work instruction. No injury reported. Consumer reports while using their aerosol compressor, they observed smoke. It is unk if this incident has been a result of dropping device, mechanical wear and or blocking vents during use. Malfunction is not confirmed. MFR is working to obtain the product for eval.

Event description:
The consumer alleges the unit started to smoke. No injury reported.